Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found to be clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and it was confirmed that the device reprocessing was performed in accordance to the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿(a) inspection of the water feeding 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The facility's clean, disinfect and sterilize (cds) , reprocessing information and foreign matter surveys results were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair; facility could tell when the foreign matter adhered on the device; the facility states that the foreign matter is presumed to be barium that was not dissolved in water; there was no delay in the start of precleaning; water and air was supplied to the air/water nozzle; there were problems with the accessories used for reprocessing; have you submerged the endoscope in cleaning fluid?: yes; the facility wiped/brushed the air/water nozzle with gauze, brush, or sponge; the air/water nozzle was flushed with the detergent solution; any other concerns about reprocessing? Poor water supply due to clogging of barium. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had poor water supply. The issue was found during reprocessing. The intended procedure was a colonoscopy with barium. The procedure was completed using the same device. Inspection and testing of the returned device found foreign matter in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.